Event description:
Healthcare professional reported a xen®45 gts "slider didn't work well" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device analysis: one xen 45 glaucoma treatment system (gts) injector was received. The needle cover, retention plug, and cam lock were each detached and not returned. The needle was found extended, and the bevel selector was found in the right position. The returned gel stent was found situated inside of the molded tray. The slider knob was observed to be situated behind the start position, outside of the cam. The large tab underneath the slider knob which would be placed within the cam was observed to be broken off and situated between the molded tray deflector and deflector liner upon receipt. The damage observed to the slider knob is likely due to complainant handling; therefore, no further evaluation of this damage is required. Slider resistance is unable to verify since a functionality test cannot be performed due to the damage observed to the slider knob.

Event description:
Healthcare professional reported a xen®45 gts "slider didn't work well" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.

Event description:
Additionally, healthcare professional reported a xen®45 gts "slider was stiff and didn't move well" during implantation in right eye.